Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the door switch actuators were adjusted to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Manufacturer narrative:
After additional review of this event, it has been identified that this event meets the definition of a serious injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No onsite evaluation was preformed and no parts were replaced or returned, therefore, findings are not possible. Part not returned

Event description:
A site representative reported that, while in a spinal fusion procedure, the imaging system's screen showed the gantry door as open when it was visibly closed. There was a reported delay to the procedure of more than 1 hour due to this issue. Surgery was aborted and rescheduled.